Manufacturer narrative:
Investigation summary: samples were received and an investigation was performed. Embecta was able to duplicate or confirm the indicated issue as broken cannula pe. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.

Event description:
From sanofi: material name: unknown complaint description: bd pen needle: needle blocked

Manufacturer narrative:
H3 other text : device not available.